Event description:
The customer reported to olympus, the okm workstation castor snapped off the cart while moving it on an uneven surface. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was received from the customer which confirmed the castor that failed was a braked castor. The castor was fitted to the front and right of the workstation when viewed from the operating position. The workstation was being moved during the time of the failure. Additionally, the workstation was serviced locally by the medical facility. There were no gas cylinders fitted to the workstation and the castor is not available for return. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation and a root cause of the broken castor to the cart is not available at this time. However, it¿s probable that there was a fatigue fracture of the castor mounting spigot. Olympus will continue to monitor field performance for this device.